Manufacturer narrative:
Method & results: device evaluation and results: not performed as product was remains implanted. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened and as per the product field action (pfa) team, the accolade stem is not part of any recall.

Event description:
Surgeon called with a recall inquiry for a head and stem. Surgeon reported the latest follow-up visit indicates a patient complaint of bilateral trochanteric discomfort. Patient has not been revised at the time of report.